Event description:
A customer reported that during an intraocular lens (iol) implant procedure, when the iol was being inserted there was membrane-like deposit on the intraocular lens, making the surface cloudy and dirty during surgery. The procedure was completed on the same day. Additional information received stating that the during the examination, doctor informed patient that there was a deposit on the iol. Her distant vision remained unchanged, as she had already been able to see well at distance before the surgery, but her vision became brighter and clearer.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).